Event description:
A malfunction was reported with the pump displaying a code labeled malf 0. The pump did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by providing pump reset information and guided them through the reset process. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump while being instructed to contact support if any issues arise again.